Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The peritonitis was manifested by low abdominal pain. Three days after the onset, the patient was hospitalized for peritonitis. Treatment for peritonitis was unknown. Two days after the hospitalization, the patient discharged from the hospital. The patient was retrained on proper aseptic technique. The patient recovered from the peritonitis and dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.